Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported that the during the injection nothing abnormal was noted. However, during a follow up computed tomography (CT) scan imaging revision, the physician noted the venous uptake of the spaceoar vue hydrogel that snakes up into the patient's left internal iliac vein. The patient received a pulmonary embolism ((pe) protocol CT, that showed no pe. The patient appears to be stable and asymptomatic.

Event description:
It was reported that the during the injection anything abnormal was noted. However, during a follow up computed tomography (CT) scan imaging revision, the physician noted the venous uptake and snakes up into the patient's left internal iliac vein. The patient got a pulmonary embolism ((pe) protocol CT, that showed no pe. The patient appears to be stable and asymptomatic.

Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement vascular.